Event description:
Info received indicates the left siderail will not stay latched.

Manufacturer narrative:
The tech found four rivets and the lower pivot block missing. The tech replaced the parts to repair the siderail.